Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted distal gastrectomy, the reload was attached to the fourth firing. When the c heck of opening and closing was performed, the jaws were not closed. They were impossible to be inserted through the trocar unless the jaws were closed by hand, therefore, the operation was performed by taking out a new product. There was no patient injury.